Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted and replaced due to high capture thresholds and oversensing of rv lead noise. The patient condition was stable.